Event description:
It was reported that there was a life-threatening situation. It was noted that the patient was scheduled for a procedure to be performed on (B)(6)-2007 as there was an overriding safety concern for the patient. Additional information was requested but not available at the time of report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).